Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 6.2 inr on the coaguchek xs system and a repeat result on the same coaguchek xs system returned as 3.8 inr. No adverse event reported. Requested return of suspect system and replacement was sent.